Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic check revealed back-up operation. Two attempts to perform a software download were unsuccessful. Therefore, the device was replaced.